Manufacturer narrative:
Product evaluation: the lens was not returned in the returned condition of stuck in a cartridge. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. The lens is tilted on the optic edge into the well area of the lens case. Both haptics are bent in the gusset area. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and qualified viscoelastic. The handpiece information was not provided. The root cause for the complaint of ¿lens would not advance¿ cannot be determined. The sample was not returned in the reported condition pf stuck. The lens was returned replaced into a lens case. The haptics were bent. A qualified cartridge and viscoelastic were used with the lens. The handpiece information was not provided. It is unknown if a qualified handpiece was used with this product combination. The manufacturer internal reference number is: (B)(4).

Event description:
A materials specialist reported that during an intraocular lens (iol) implant procedure, the lens would not advance. There was patient contact. Additional information was requested.